Event description:
Per (B)(4), implant fractured. Patient experienced an infection.

Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and h6 to report that the device was not received for analysis. Information for section a1, a2, a3, a4, b3, d6a, d6b, were not available. When information becomes available, a supplemental report will be filed. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.